Event description:
Device report from synthes europe reports an event in france as follows: during an osteosynthesis, the reamer irrigator aspirator head became detached and had to be removed from the patient. There was no reported harm to the patient and no reported delay in the procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was not available for the sterile part. An additional device history record review for the non-sterile part was completed: the supplier¿s certificate of compliance indicated the lot was manufactured and conformed to specifications. The certification from vacu-braze for heat treat, material certification from dunkirk specialty steel, and material certification from banner service corporation indicates the lot was manufactured and conformed to specifications. The lot was inspected and conformed to the synthes tabulated incoming final inspection sheet. There were no complaint-related issues, material review reports, or non-conformance reports associated with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.